Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This report is being filed to indicate that additional information was received that stated tachy therapy had been programmed off and there is no plan of turning it back on. In addition, further details about the impedances were provided. Trends show the values are typically stable around 750-800 ohms, but the intermittent spikes that started in december were to values greater than 3000 ohms. The patient is being monitored and the products remain in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for out of range pace impedances on the right ventricular (rv) lead. The presenting electrogram showed potential loss of capture as well. Boston scientific technical services discussed that further testing should be performed, but attempts to obtain additional information were not successful. At this time, the system remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.